Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented in clinic for routine follow up with an alert for rv pli out of range. The reason this triggered an alert was due to the custom pli limits based on riata advisory monitoring guidelines. The increase had been gradual. The patient was asymptomatic. Programming changes were made. The patient will continue to be monitored.